Manufacturer narrative:
The lot number of the device used is unknown; consequently the device manufacturing and expiration dates are unknown. A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed. A review of the device history record and lot history could not be conducted due to no lot number being provided. The root cause of the reported malfunction could not be determined.

Event description:
It was reported to boston scientific corporation a tru path biopsy device was used during a prostate biopsy procedure (event date, patient age, gender, and weight are unknown). The biopsy device misfired on its own.